Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a suspected pump thrombosis. The patient presented with elevated flow and power with ldh stable in the middle to high 500's. The patients urine was clear. Patient was started on argatroban.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient; therefore, no product was returned for evaluation. The report of suspected pump thrombosis could not be confirmed because the hmii lvas is not available for investigation. Analysis of the submitted log files confirmed elevations in pump power and estimated flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained data from 17jul2018 through 30aug2018. The files captured the pump initially operating at a fixed speed of 9400rpm before being decreased to 9000rpm on 17jul2018. Pump power, estimated flow, and average pi typically ranged from 4.9-6.2 watts, 4.4-6.7lpm, and 2.6-6.5, respectively. Elevations in pump power and estimated flow were captured throughout the file between 17jul2018 and 25aug2018 ranging from 7.1-9.1 watts and 8.4-11.7lpm, respectively. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit throughout the log files. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient responded to treatment of argatroban and was elevated to status 1a on the transplant list.